Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. There is a foreign object in the nozzle. The foreign object could not be identified. It was confirmed that there was no deformation in the area where the foreign object remained. It is likely that the reason for the foreign matter remaining was that the reprocessing deviated from the instruction manual, which resulted in the foreign matter remaining. The detection method is described in chapter 3, "preparation and inspection," of the operation manual for gif/cf/pcf-290 series. The instruction manual for use gif/cf/pcf-290 series, cleaning/disinfection/sterilization section, chapter 5, reprocessing of endoscopes (and accessories that are reprocessed together), describes preventive measures. Olympus will continue to monitor field performance for this device.